Event description:
It was reported that the user experienced a continuous glucose monitoring signal loss with a dexcom g7 for approximately one hour, after which signal and readings resumed. Symptoms included no reported adverse physiological effects. Outcomes included no medical intervention or hospitalization. Investigation included troubleshooting and education regarding cgm signal loss and monitoring for recurrence. Investigation of this case revealed a transient cgm communication interruption; no responsible device within the ilet system was identified. It was concluded, based on previously established findings for similar reports, that the cause was user environment or transient wireless interference leading to temporary loss of sensor signal.